Manufacturer narrative:
The device was returned for evaluation and the customers allegation was confirmed. It was noted that the bending section rubber was leaking and the nozzle glue was worn. The charge coupled device cover lens was cracked and the light guide bundle fibers were broken. The bending tube was deformed and the connecting tube had a wrinkle. There were scratches noted throughout the device. The angulation had play and was out of standard value, the forceps channel had restricted movement. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported to olympus, that the evis exera duodenovideoscope had a leak from the insertion tube. The issue was found during reprocessing. Inspection and testing of the returned device found that the biopsy channel was damaged and deformed. The defect was caused by collapse of the bending tube. It was also noted that the inside of the light guide lens was dirty. There were no reports of patient harm associated with this event. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Lg-lens glue peeled off due to physical stress by hitting/dropping distal end, chemical stress by chemical solutions, etc. As a result, humidity invaded lg-lens which led to corrosion. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.